Event description:
It was reported that, the erbe generator had u-02 faults in a benign hysterectomy procedure. The customer hard power cycled the generator but there was no change. The technical service engineer (tse) advised the customer to reseat the cables and hard power cycle again. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was placed on an in-house system and was run in normal mode. The u-02 errors were replicated during testing at startup. The cover has scratches on top.